Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of vt and non-sustained vt due to noise was observed on a remote transmission. Patient is completely pacemaker dependent. Review of the egms showed the patient was in true vt and appropriate atp therapy was delivered. The lead was capped and replaced. The procedure went smoothly and no complications were noted. Patient was in satisfactory condition.